Event description:
Patient had their first knee replacment surgery done in 2018 using the zimmer biomet nexgen complete knee solution. Patient noticed issues a year ago and had a revision surgery done (B)(6) 2026. The surgery was supposed to be 3 hours and ended up being 7 hours. Patient ws was in a brace for weeks straight and has been suffering from pain. It was discovered that rod piece that goes into the femur was loose. The patient experience osteoporosis, pain, polyethylene wear, myositis, and increased colbalt levels due to the metal and plastic spreading into their tissues. Doctors are currently watching the metal content and has had fluid drained from their knee.